Event description:
Dr (B)(6) from (B)(6) had a total knee replacement patient who started walking the hospital halls with therapist when he claims the post-op brace hinge broke. Patient fell to ground and heard a pop. Dr (B)(6) took the patient back into surgery to check knee and wash it out. The patient is expected to reach full recovery.

Manufacturer narrative:
We have not received the product back for evaluation. Based on the trend analysis there is no significant increase on failures reported in the previous years. We will continue to monitor and trend for any corrective actions as applicable.